Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's underwent a trial procedure on (B)(6) 2023 to cover a new pain. After sedation was started and the patient started vomiting. As a result, the procedure was aborted due to cardiac concerns.